Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had diaphragmatic stimulation and possibly had dislodged. The patient was scheduled for a lead revision procedure, however their blood pressure was low and they physician suspected sepsis. A revision procedure will be scheduled for the future pending the patient's condition. Subsequently, additional information received from the local sales representative states that this lv lead was removed from service as the physician suspected damage. A new lead was successfully placed. No adverse patient effects reported from the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm the dislodgement or diaphragmatice stimulation allegations from the field. Analysis did confirm damage to the lead. The lead terminal insulation molding was cut and the conductor coils were stretched in the tip area.